Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during prime. The home patient (hp) had reconnected a solution bag after he realized it had disconnected during prime. The hp then connected himself when the hc displayed "connect yourself". The hp stated he did not press go. The technical service representative (tsr) informed the hp that he should start all over with new supplies. The tsr assisted the hp to end therapy and advised to dispose of all currents supplies and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the patient had contacted her about this incident. The patient did not report a lot number to her or retain any samples. The patient had not reported anything unusual about the supplies that may have caused the connection issue. She stated that she would speak to him about the use error and review proper procedures. Therapy since then has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.